Manufacturer narrative:
PMA/510(k)#: p100022/s001. The ziv6-35-125-7.0-60-ptx of lot number c772906 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation. These were reviewed and the following comments were provided by the independent reviewer: ¿findings: a single image of distal right sfa stent is provided. The image demonstrates a type IV stent fracture of the 7 x 60mm zilver ptx stent (pr135561) distal a 2cm overlap with the more proximal 7 x 120mm zilver ptz stent. The fracture occurred at the sfa popliteal artery junction. Impression: a 7 x 60mm zilver ptx stent developed a type IV fracture at the right sfa popliteal artery junction.¿ the customer complaint can be confirmed as imaging revealed a type IV fracture in the 7 x 60 zilver ptx stent. It is possible that difficult patient anatomy or patient¿s lifestyle could have contributed to this event. However, a definitive root cause of this occurrence cannot be determined. It can be noted that stent strut fracture is a known potential adverse event associated with the placement of this device prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. No adverse events were reported for the patient and no medical or surgical intervention was performed. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up MDR is being submitted due to the receipt and review of images relating to this event. Note related report 3001845648-2015-00268 has been cancelled due to the confirmation via image review that no stent fracture occurred with that device. Complaint description: on (B)(6) 2012: two zilver stents were placed in the right sfa with overlap. On (B)(6) 2015: x-ray confirmed stent fracture (type IV).

Manufacturer narrative:
PMA/510(k)#: p100022/s001. The ziv6-35-125-7.0-60-ptx of lot number c772906 was implanted in the patient therefore is not available for evaluation. With the information provided a document based investigation was carried out. It is possible that difficult patient anatomy or patient¿s lifestyle could have contributed to this event. However, a definitive root cause cannot be determined and no other comments can be made at this time. There is no evidence to suggest that this event did not occur, therefore, the complaint is confirmed based on customer testimony. It can be noted that stent strut fracture is a known potential adverse event associated with the placement of this device prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. No adverse events were reported for the patient and no medical or surgical intervention was performed. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
(B)(6) 2012: two zilver stents were placed in the right sfa with overlap. (B)(6) 2015: x-ray confirmed stent fracture (type IV). (The rpn or lot number of the fractured device(s) cannot be determined.) As two devices are suspected to be involved in this event a separate report has been submitted for both suspect devices. Reference also report # 3001845648-2015-00268.